Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The product was taped outside the pocket and was used as an external pacer. The product was explanted.